Event description:
A report was received by mcghan limited from a distributor in argentina that a pt who was skin tested with negative response, was then treated with collagen in the nasolabial folds and oral commissures. Approximately 30 days later the pt developed erythema at the treated sites and pruritic urticaria on the hands and back. Skin test also reacted at this time. The pt was treated by another physician with intralesional triamcinolone and an oral medication that is written in spanish as talinomida. The pt continued to have symptoms intermittently. Another physician, from florida, saw the pt. He said he reported that symptoms were not active at that time. He reported seeing pictures that the pt brought.